Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during lithotripsy the device pull wire broke and the tip of the basket did not detach. The procedure was completed with another trapezoid rx lithotripter compatible basket device. The procedure was completed with another type of device. The account reported that an alliance handle was used during the lithotripsy. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On june 7, 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged issue began on (B) (6) 2010. The patient informed the cca that at the time the alleged issue started, she was managing her diabetes with insulin (self adjuster); however, it is not known if she made any changes to her usual diabetes management as a result of the alleged issue. At an unspecified time on (B) (6), 2010, the patient claimed she had an "insulin reaction." She reported developing symptoms of shaky, headache and feeling disoriented. The patient stated that she treated herself with food and/or drink. In addition, the patient claimed her blood glucose was tested with an ER/hospital meter and obtained a reading of "71 mg/dl." At the time of troubleshooting, the cca noted the subject meter's batteries did not need to be replaced per the owner's booklet recommendation. The alleged power issue remained unresolved. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination board . If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.